Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. There is no instructions for use for this product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the catheter was difficult to remove and was indwelling for less than 24 hours. The complainant reported that the nurse had to lubricate the catheter again and insert the catheter then try to pull it out multiple times before it finally came out. The complainant alleged that upon removal, it appeared that tissue was around the balloon. The balloon fully deflated prior to the removal of the catheter.